Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported at that time the issue was discovered. The field service engineer (fse) visited the site to review the unit. The fse replaced the touchscreen to resolve the reported issue.